Event description:
A customer reported a system shut down on its own during a procedure. The system was rebooted and the case was completed following a 15 minute delay. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).